Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the implantable neurostimulator (ins) stopped working about one month ago. The doctor verified normal battery depletion, but the patient was not happy and felt that they were implanted with the wrong device. When the patient was originally implanted they thought they were implanted with a rechargeable nine year battery ins,but they were really implanted with a non-rechargeable four year battery ins. The patient also noticed the patient programmer (pp) showed call your doctor screen 3-4 weeks ago. The patient couldn't remember what code came up, but they went to their health care provider (hcp) and the hcp said it meant battery failure. The next day a company representative (rep) confirmed it was a battery failure and they were shocked. The hcp was going to replace the ins. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a month and a half later that they thought they were implanted with an inferior model. The patient was told it would last nine years but only lasted one year. The ins was going to be replaced with a rechargeable ins.

Manufacturer narrative:
The original aware date has been updated to (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient additionally reported that there was a loss of stimulation and loss of therapy. The ins battery depleted in (B)(6) 2016. The patient did not know if the settings were high or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.